Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings and investigation conclusions. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The provided imagery was evaluated and it was deemed not relevant to the evaluation as it is unclear what the image is depicting. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for edwards commander delivery system with s3u, device preparation manual and no IFU/training deficiencies were identified. The complaint was unable to be confirmed. However, no manufacturing non-conformances were able to be identified. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, "the fcs visually confirmed the small hole and the sterility of the contents may be compromised. A new commander and delivery system was opened. According to the fcs the package was stored in the shelf box, it had not been opened prior to removing the sterile packaging from the shelf box." It is possible that the device pouch was in contact with other objects during transportation or during storage at the customer site (outside of edwards' control) prior to use, resulting in the reported damage. Based on the available information, the damage reported in this case is most likely related to improper handling occurred during shipping or storage which is outside of edwards' control. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the fcs was scrubbed in to prep the commander delivery system and when the or nurse opened the peel away packaging she noticed a small slit like hole in the paper side of the packaging. The fcs visually confirmed the small hole and the sterility of the contents may be compromised. A new commander and delivery system was opened. According to the fcs the package was stored in the shelf box, it had not been opened prior to removing the sterile packaging from the shelf box.